Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited incorrect interpretation of signal for a non-sustained ventricular tachycardia. Programming changes were made. There were no patient consequences.